Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the lower case broken and found that the upper case, one side bail cover, the ring cover and the battery drawer were also broken and that one side bail and the ring were missing. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked case near the atrial port connection. The generator was returned for service. It was further reported that due to the date of the sale of the generator that it would be returned to the customer unrepaired. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.